Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a bioarc sling system "with the intention of treating her pop and sui" (pelvic organ prolapse and stress urinary incontinence). It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures", has "sustained permanent injuries", "pain, dyspareunia, urinary problems, recurrence of incontinence", "infections and other injuries". It was also alleged that the plaintiff had "mental anguish", "medical and nursing care and treatment".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.